Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: e1: the reporter¿s complete facility address was not provided. Investigation summary¿ a photo was provided for evaluation. Visual inspection of the returned photo found that the connector pins had rust. No other anomaly was found. The complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: visual : corrosion/rusting/pitting functional : intermittent operation per service reports, this complaint was confirmed. Based on service manual operational and diagnostic, the device was found to be non-repairable, and it was discarded as per procedure. Based on the investigation findings, the potential root cause is traced to faulty parts. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a rotator cuff repair procedure, oxidation was observed at the interface of the camera head ac c mount, resulting in poor contact and a blurred image. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. During in-house engineering evaluation, it was determined that the device experienced intermittent operation. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.